Manufacturer narrative:
A software investigation was initiated. Unable to determine the probable cause of the issue and if it relates to software anomaly based on the review of the information documented on record. Suspect the issue is due to user technique when the kv value was adjusted to resolve image quality issues. It was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 patient total number of people in or unknown estimated absorbed or effective dose information is not available. Insufficient information to determine dose. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the site took images of the thoracic region and the cervical region of the spine, however on the cervical region the 2d/3d images were very dark. They did a re-spin and still had dark images. The mas was lowered to 150. The patient was less than (B)(6) lbs. Additional information received reported that with 4.02, the images of the dark scan they had dropped the kvp to 110. The images will start to go dark below 120. With 4.1 all of the kv values have been normalized so no matter how they set the kv the images will all display the same. Since the system had 4.1 they should not see any changes like before. Imaging through the c6-t3 junction could be a challenge on some larger patients. It was suggested that they use isowag to drop one shoulder (modified swimmers view). Or use 40cm and at large body get up to 140 kv for better penetration. It was noted that the issue was resolved on the call. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.